Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported there was air leakage in the pilot balloon circuit of the tracheostomy tube. The tracheostomy tube was exchanged with a new one by an emergency medical support team since the leakage happened at home during the evening.